Event description:
A malfunction was reported on a pump after it may have been dropped or bumped. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs in the future.